Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip evaluation showed indication of black chemistry caused by improper storage of test strips in high humidity areas.

Event description:
Consumer complaint of e-5 error; test strip error. Qc investigation of returned test strips performed on (B)(6) 2015 produced lo readings. Black chemistry observed due to improper storage; improper humidity and user error caused or contributed to event. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call on (B)(6) 2015 with result of e-5 after sample applied to strip. Test strip lot manufacturer's expiration date is 10/24/2017 and open vial date is not verified.